Event description:
This device was explanted after approximately one month due to an infection.

Event description:
This device was explanted after approximately one month due to an infection.

Manufacturer narrative:
(B)(4) 2013. An analysis from the manufacturer is pending. Device was not returned.

Manufacturer narrative:
(B)(4) 2013. An analysis from the manufacturer is pending. Method: since the device was not returned, the production history and sterilization records were reviewed. Result: the records show that the device was manufactured, sterilized and released according to applicable standard operating procedures. Please refer to the attached analysis, (B)(4) for further information. Device was not returned.